Event description:
Customer reported that the unit has a bolt missing on the lock mechanism. No patient incident or injury was reported. The customer did not provide a date when this occurred.

Manufacturer narrative:
Evaluation of the returned product found that the pin inside the buckle, on the right side, is broken at the swage which allows the buckle to open wider than it should. The locking mechanism is not damaged and still locks as it should. The buckle with the damage is on the right side cuff. No other physical damage observed. Note: instructions for use state that before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).